Manufacturer narrative:
The patient's date of birth and age was not provided. The patient¿s weight was not provided. Unique identifier (UDI) # (device identifier): the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was admitted to the emergency room for swelling at the driveline site. Log files were submitted for review. The manufacturer¿s technical services representative reviewed the submitted log file reported no unusual events seen within the log. The patient left the hospital before any interventions were performed. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported swelling at the patient's driveline exit site could not be conclusively determined. Evaluation of the submitted log file showed that the pump appeared to be operating as expected at the set speed of 5600 rpms. No unusual events were captured in the log file. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.